Event description:
There was no patient involved in this event. This device malfunctioned because it was new out of the box and the red status indicator was flashing and the device service required prompt issued.

Manufacturer narrative:
The initial complaint reported that the device was new out of the box when a red flashing status indicator occurred. However, the investigation has shown that the pad-pak was installed on (B)(4) 2013 and it performed weekly auto self-tests up to (B)(4) 2013. The device then failed the weekly auto self-test on (B)(4) 2013, due to a 'memory configuration error'. The device was subsequently powered up on (B)(4) 2013 and passed a manual self-test. The device then failed the weekly auto self-test on (B)(4) 2013, due to a further 'memory configuration error'. The last history log entries were on (B)(4) 2013 with the device failing two manual self-tests. Information taken from the memory log indicated the failure was due to the shock key being stuck. A test pad-pak was inserted into the device. A device service required prompt was issued and the device turned off automatically with the status led flashing red. This confirms the reported fault. The device was disassembled to investigate and the resistance was measured. The measurements indicated a fault. The device membrane was stripped back in order to inspect the shock button and a fault was found. This would have the effect of shorting out of the shock key. The device had performed as expected from leaving heartsine on (B)(4) 2013 until (B)(4) 2013. The displacement of the shock button became apparent on (B)(4) 2013, when the device failed the weekly auto self-test and alerted the user with a flashing red status led and a 'warning device service required' message.